Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.